Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and instability is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on 2/22/2022 that a sign fin nail implanted to repair a fracture was replaced due to a non-union. The fin nail was replaced with a 11mm x 400mm standard im nail per the sign technique manual. Surgeon comment: "this case entailed revision with exchange nailing and bone grafting of the femur the previous implant (fin nail) had become loose and patient reported feeling of "loss of control" of the foot when walking and pain. At exam I found the leg to have a lot more rotation compared to the contralateral one (see the attached images) did removal of the previous implant (fin nail) then integrate femur (exchange nailing) with a bigger size nail then packed cancellous bone graft from iliac crest"